Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent fully expanded and deployed. No damages were found on the returned device. Product analysis did not confirm the reported event of stent partially deployed as the stent was returned fully expanded and deployed. The investigation concluded that the probable cause of the additional reported events of stent deployment suture break and delivery system difficult to cross lesion cannot be established without proper evaluation of the delivery system. Therefore, a review and analysis of all available information indicated the most probable cause of the reported events is no problem detected.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the left principal bronchus to treat a malignant fistula during a stent placement procedure performed on (B)(6) 2025. The patient's anatomy was dilated prior to stent placement. During the procedure, the device was difficult to cross the anatomy. The black deployment suture was loose before it reached the stenosis. The partially deployed stent was removed considering the patient's severe stenosis and shortness of breath, and a different device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block b5 was updated based on the additional information received on april 28, 2025. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the left principal bronchus to treat a fistula during a stent placement procedure performed on (B)(6) 2025. During the procedure, the device was difficult to cross the anatomy. The black deployment suture was loose before it reached the stenosis. The device was removed considering the patient's severe stenosis and shortness of breath, and a different device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. ***additional information received on april 28, 2025*** it was reported that there was a malignancy at the intended anatomy and the anatomy was dilated prior to stent placement. The distal end of the stent was partially deployed when it was removed from the patient.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the left principal bronchus to treat a fistula during a stent placement procedure performed on (B)(6) 2025. During the procedure, the device was difficult to cross the anatomy. The black deployment suture was loose before it reached the stenosis. The device was removed considering the patient's severe stenosis and shortness of breath, and a different device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.